Event description:
The pt had two leads (from the same lot) for off-label use. It was reported, the pt had lost coverage. X-rays revealed both leads had migrated. During surgical intervention, the doctor damaged the leads. As a result, both leads were explanted and replaced. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.